Manufacturer narrative:
It was reported that the device broke during use. The reported event is confirmed upon investigation of the returned picture. Visual evaluation was able to confirm the device broke. It was also reported that all pieces were removed from the patient successfully. The root cause of the reported failure mode is undetermined. However, the most likely probable causes are inadequate bone preparation and excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the knotless fibertak broke during a hip labral repair. The bone was really hard and the anchor broke off in the bone. The surgeon had to drill next to the piece to loosen it up in order to remove the piece. The rep reported all broken fragments were fully removed. It was about a 15-20mm piece of the anchor inserter. The case was finished by using short 2.9 pushlocks. No unplanned incisions were necessary.